Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "maintenance required code #2" (drive transducer offset failure) alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed "maintenance required code #2" (drive transducer offset failure) and "electrical test failure code #58" (power-up vent test failure) alarms. The company rep replaced the manifold drive assembly (part number 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).